Event description:
It was reported that a patient developed an infection 2 weeks post implant. The catheter and pump were explanted. The patient was being re-trialed for a possible re-implant. Additional information received reported that perioperative antibiotics were administered. The date of onset/diagnosis of the infection was (B)(6) 2014. It was noted that the patient did not have meningitis. The sign of the infection was the incisional wound opening. The primary location of the infection was the device pocket. Culture was obtained at the device pocket. The type of organism cultured was unknown. The patient was given oral antibiotics. The patient¿s diabetes was noted as a risk factor before the implantation of the device. The pump was infusing morphine. The infection had resolved. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).